Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm sound was not annunciating and not vibrating when alerts and alarms were declared. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Customer reverted to an alternate method of insulin delivery.